Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) regarding discordant lytes results on one patient sample. A siemens headquarter support center (hsc) specialist reviewed the instrument data files and found that quality controls (qc) was within range and shows no evidence of qc outliers to suggest an instrument issue with the integrated multi-sensor technology (imt) dilutions. Hsc has also observed the laboratory centrifuges samples at 3000 rpm's for six minutes and is outside of tube manufacturer's instructions for centrifugation. Hsc concludes the cause of the discordant, falsely elevated sodium (na) and chloride (cl) obtained on one patient sample is due to poor sample quality and the accumulation of gel fibrin and/or cellular debris which had intermittently impacted imt dilutions. The cause of the discordant, falsely elevated (na) and (cl) is associated with sample integrity. The cause of the samples being centrifuged outside of tube manufacturer's specifications is failure to follow instructions. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant falsely elevated sodium (na) and chloride (cl) results were obtained on one patient sample on a dimension vista 1500 instrument. The discordant results were not reported to the physician(s). Display of delta flag triggered the customer to repeat the sample on an alternate instrument, resulting lower. Delta flags indicate that the results do not match with results previously obtained for a patient. The sample was repeated on the original instrument, and the results matched with the alternate results. The repeat results from the alternate instrument were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated na and cl results.